Event description:
It was reported that this patient had previous noisy signals during implant. The patient had recently received inappropriate shocks due to noisy signals and the entire system was deactivated. It was determined that the patient's heart had recovered and did not need the system anymore. The entire system was electively explanted. No additional adverse events were reported.